Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system hardware failed and main full height drawer 3 failed to stay closed. A field service engineer found that the full height drawer 3 latch sensor was not reading correctly, and the latch sensor was reading as physically open when physically closed. Further, the engineer powered off the station, removed drawer 3, and noticed that the hard stop was not properly seated securely and one of the screws was physically damaged. The screw was replaced with a new screw, and the latch sensor was disconnected and reconnected to the drawer board. The device was rebooted and tested, but the issue persisted. Further, the engineer powered the station off, replaced the latch inseparable magnet with a new-style latch inseparable, rebooted the hardware but the hardware did not perform successfully. Then the engineer replaced the latch sensor and hard stop and replaced the drawer within the cabinet, launched the application, and performed test in the hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed to close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.